Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex st (device 2). Additional supplemental emdrs were submitted to represent the ventralex st (device 1) and bard flat mesh (device 3). Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2018 - patient was diagnosed with recurrent llq spigelian hernia, incisional hernia in epigastric and midline region, abdominal pain and right groin lymphadenopathy thereby underwent laparoscopic repair with implant of ventralex st (device 1 and 2). Per op notes, ¿dense adhesions between the omentum and the old mesh in the llq were taken down. The mesh and omentum that had herniated through the fascia defect was excised and removed. The lipoma was noted and excised. The defect was noted in the external oblique as well as peritoneum was identified and closed with sutures. Attention was turned to ventral hernia in the midline was identified. A ventralex st (device 1) was placed into the preperitoneal space and sutured. Attention was turned to epigastric hernia sac was identified and the preperitoneal contents were removed. A ventralex st (device 2) was placed into the preperitoneal space and sutured. Attention was turned to right groin lymph node. The node was identified and transected. The right groin was closed with sutures.¿ on (B)(6) 2021 - patient was diagnosed with recurrent ventral and epigastric incisional hernias, abdominal and groin pain thereby underwent laparoscopic repair with implant of bard flat mesh (device 3). Per op notes, ¿a recurrent subxiphoid hernia and a recurrent epigastric hernia were noted. There were two meshes (device 1 and 2) found adherent to the peritoneum at the site of subxiphoid and epigastric regions. Adhesions were lysed. The hernia defects were dissected free and reduced. A bard flat mesh (device 3) was placed to cover the entire preperitoneal space and sutured. Palpable sutures in the left groin were excised and removed.¿ on (B)(6) 2022 - patient was diagnosed with infected mesh, abscess and abdominal pain thereby underwent open repair with excision of ventralex st (device 1 and 2) and bard flat mesh (device 3). Per op notes, ¿midline incision was made. The abscess cavity was entered, and the abscess fluid was drained and cultured. Purulent fluid which was deep to the skin and superficial to the old meshes (device 1,2 and 3) were noted. Old sutures were encountered and cut. Old meshes (device 1,2 and 3) adherent to the underlying tissues mostly notable at the superior and inferior margins of the midline and the meshes were freed from the peritoneum. The entire mesh (device 3) in the abdominal wall was excised and removed. Other two meshes (device 1 and 2) in the subxiphoid and epigastric regions were excised and removed. All the defects were closed with sutures.¿